Event description:
It was reported that a skin irritation causing a scar had occurred while wearing the pod between 1 and 4 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm if the product caused the scar. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.